Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started their sensor session with no further errors.